Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for a consult review of this pacemaker presenting electrogram (egm). Upon review, farfield oversensing on the atrial channel and stored pacemaker mediated tachycardia (pmt) episodes were observed on the egm. Further review of the pmt showed the rhythm appeared to be atrial or sinus driven. Ts provided programming optimization recommendations. At this time, no adverse patient effects were reported. This pacemaker remains in service.